Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, user informed the technical support engineer (tse) that multiple errors c-34 and m-11 occurred on the erbe generator. The user had already attempted to resolve the issue by power cycling the generator, but the errors persisted. The tse reviewed the logs and confirmed the system behavior. At the time of the call, the monopolar energy was functional, but not the bipolar energy. The user intended to complete the surgery using only monopolar energy. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure (erbe generator error c-34) was confirmed and replicated. During (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.